Event description:
It was reported that the patient presented to ER (emergency room) with complaints of dizziness and weakness. Interrogation revealed that the right ventricular lead had a sudden rise in threshold with intermittent non-capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.